Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an ipg replacement (regulatory report number MDR-2026-09280) the lead was confirmed by x-ray to be fractured. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.